Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they didn't know if the stimulator was working and they can't turn it on. Patient stated they were not getting any impulse or it's very weak and when they try to urinate it goes to gas rather than the urine. Patient reported they had 50% since implant but not anymore. Patient said some of the time it works great but then it goes back to nothing. Patient mentioned they saw healthcare provider (hcp) last week and everything was working fine but now it's gone back to as they were before the implant. Agent walked patient through how to connect with their implant to confirm that the implant was on. The patient was redirected to their hcp to further address the issue.